Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose levels were uncontrollable. The paramedics were called and transported him to the hospital. The blood glucose reading at the time of the event was over 400 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Customer was hospitalized for two to three days. The current blood glucose reading is 130 mg/dl. Nothing further reported.